Manufacturer narrative:
The referenced short to shield and percutaneous lead cut away was reported on medwatch MFR report # 2916596-2018-00427. (B)(4). Approximate age of device - 1 year, 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that one pump stoppage was observed. Log files were submitted for technical review. The manufacturer¿s technical service representative reviewed the log files dated from (B)(6) 2018 and observed a pump stoppage on (B)(6) 2018. This took place while the patient was connected to battery power. A previous percutaneous lead (driveline) replacement had been performed. The pump was exchanged. The patient was reported to have done well postoperatively and has been discharged home.